Manufacturer narrative:
Pt age: the patient was born on an unspecified date in 1950. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was due to poor environment/source of water. The same day as event onset, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (completed one day prior to receipt of this report). The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.